Event description:
The following info was provided by the cook area rep based on comments made by the user. The two blue hooks of the loading catheter disconnected. During the loading process, the trigger cord knot stayed in the endoscope accessory channel when the catheter was removed from the endoscope. Several attempts were made in an effort to collect add'l info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event. However, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Qa will continue to monitor for complaint trends.